Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 0.014" non bsc guide wire was placed in the patient and the 15mm x 3.25mm nc quantum apex balloon catheter was advanced for pre-dilatation. The balloon was inflated first to 12atms and then to 16atms. An unspecified stent was then implanted and the nc quantum apex was advanced again for post-dilatation. The balloon was inflated once to 24atms and then to 26atms. When withdrawing the balloon catheter, the guide wire also moved, without the physician's intention. The physician inflated the balloon again to an unknown pressure while still in the stent. When attempting to withdraw the nc quantum apex, the guide wire was also removed. The procedure was completed with a different device. It was further noted that in the physician's opinion, the wire lumen may have flattened as a result of the high pressure applied. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed an unidentified .014" guide wire was returned with the balloon catheter. There was dried contrast inside the distal shaft and balloon. The shaft was twisted/damaged 24.4cm from the tip near the guide wire exit notch. The inner diameter (ID) of the tip and wire exit notch were measured and found to meet specifications. The guide wire was advanced all the way through the wire lumen with no resistance encountered. There was no damage noted to the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated above rated burst pressure (rbp) according to the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 0.014" non bsc guide wire was placed in the patient and the 15mm x 3.25mm nc quantum apex balloon catheter was advanced for pre-dilatation. The balloon was inflated first to 12atms and then to 16atms. An unspecified stent was then implanted and the nc quantum apex was advanced again for post-dilatation. The balloon was inflated once to 24atms and then to 26atms. When withdrawing the balloon catheter, the guide wire also moved, without the physician's intention. The physician inflated the balloon again to an unknown pressure while still in the stent. When attempting to withdraw the nc quantum apex, the guide wire was also removed. The procedure was completed with a different device. It was further noted that in the physician¿s opinion, the wire lumen may have flattened as a result of the high pressure applied. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).